Event description:
It was reported that during a da vinci-assisted transoral thyroidectomy; while performing blunt dissection near the left thyroid lobe, the patient experienced bleeding from the superior thyroid artery. The bleeding compromised visualization of the surgical field, necessitating a conversion of the case to an open approach. Throughout the robotic procedure, the surgeon noted impaired visibility due to obstructive tissue and a soiled endoscope lens, which required cleaning over 10 times. The bleeding was linked to surgeon fatigue after multiple consecutive procedures with minimal breaks. The surgeon did not attribute the issue to the da vinci system or its components but cited limited working space as the main contributing factor despite prior planning. During the conversion to open surgery, the surgeon closed the operative site and placed gauze in the patient¿s mouth, taking care not to fully obstruct the airway. The method used to control the bleeding remains unknown. However, the estimated blood loss was approximately 75 ml, and it is unclear whether the patient required a blood transfusion. The procedure was completed, and there is no concern that this event will result in any long-term complications for the patient.

Manufacturer narrative:
There was no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A review of the site's system logs for the reported procedure date was conducted and the investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. A review of the videos and images provided by the customer shows no specific bleeding event that was observed and could be linked to the procedure conversion. The image of the soiled endoscope is typical during procedures, especially in cases with low surgical volume, similar to the one observed here.